Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to poor sample condition. One photo sample of what appears to be a guidewire extending through a dilator was provided for evaluation. The components are within a plastic bag and cannot be clearly inspected. No clear, visible damage on the guidewire could be determined from the image. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. Since the reported issue and potential root causes could not be clearly identified from the image provided, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when inserting the guide wire and removing the stylet following successful puncture, the customer found barbs with the tail end of the guide wire, making it impossible to withdraw the introducer needle. The operator opened a new seldinger for re-puncture. It was reported this occurred with five devices. This report addresses the first device.

Event description:
It was reported that when inserting the guide wire and removing the stylet following successful puncture, the customer found barbs with the tail end of the guide wire, making it impossible to withdraw the introducer needle. The operator opened a new seldinger for re-puncture. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regq2352 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (regq2352) have been reported from the same facility in [country].